Manufacturer narrative:
Other applicable components are: product ID: 9733320, serial/lot #: (B)(4) the electromagnetic localization system was returned to medtronic for analysis. Analysis found an electrical failure. Within forty five minutes of the unit being connected, the ports were unable to track. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9731203, serial/lot #: (B)(4), ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended, however the field generator emitter was replaced. The system then passed a system checkout. The field generator emitter was returned to medtronic for analysis. The reported problem could not be duplicated and the part was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the trackers were not being seen by the emitter. The manufacturing representative took off the side panel and verified the system indication number was 7. The manufacturing representative then listened to the emitter and it was not chirping. He reseated the emitter but it did not resolve the issue. The site switched to another navigation system to complete the case. There was no impact to patient outcome and a delay of less than 1 hour to the surgical time. It was later noted that the system functioned as intended during a checkout. The manufacturing representative also observed the system in a case and it functioned as intended.